Event description:
Tampon stuck inside me- vagina [foreign body in reproductive tract]. The string broke off- tampon [device breakage]. When changing my tampon and going to remove it, the string broke off...left with tampon stuck inside me [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off the tampon during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.